Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the cutter could not be secured and motor ran when safety was engaged. It was determined that this was due to damaged pawls which held the cutter and damaged locking components which made the safety mechanism operate properly. Therefore, the reported condition was confirmed. The assignable root cause for the power broken failure was determined to be due to failure to follow instructions for use and running the device in safe or load position which is misuse, abuse and possibly use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device did not lock the cutter in and ran while in safe mode. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.